Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017 during a laparoscopic gastric sleeve procedure, the device was not able to fire and the surgeon was not able to squeeze the handle during stomach resection portion of the case. They have to replace the reload to complete the surgery. No known patient injury during procedure, gore seamguard reinforcement material was used.